Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the pump was in the customer's pocket and while laying down the pump touch screen became shattered. Customer is unable to interact with the pump due to the display becoming unreadable . Customer's blood glucose was 107 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.